Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during in-hospital study sessions, the cardiosave intra-aortic balloon iabp unit was turned on, the language was displayed in english on the monitor, instead of japanese. There was no patient involvement.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusion). Additional info: e1 (event site postal code: 6410012, event site state: 30). It was reported that the cardiosave intra-aortic balloon pump (iabp) during in-hospital study sessions, the language starts in english. There was no patient involvement. When this iabp unit was turned on, the language was displayed in english on the monitor, instead of japanese. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : repair service not done.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion, component codes), h11. A getinge field service engineer (fse) replaced due to expiration of rtc in executive processor board. Performed work based on service manual. Good results.

Event description:
N/a